Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure'), abortion of ectopic pregnancy ('pregnancy ectopic: still birth/miscarriage'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ketorolac tromethamine (toradol) and lorazepam (ativan). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain\ chronic\pain"), abdominal pain ("abdominal pain\ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrohagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal, vaginal haemorrhage, mental disorder, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, weight increased and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, bladder disorder, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion updated as (B)(6) 2009 (as reported from (B)(6) 2011. Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Lot number: 628969; manufacture date: 2008-12; expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') and abortion of ectopic pregnancy ('pregnancy ectopic: still birth/miscarriage') in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ketorolac tromethamine (toradol) and lorazepam (ativan). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation ("migration"), genital haemorrhage ("gen. Abnormal. Bleed/abnormal bleeding (general)"), pelvic pain ("pelvic pain\ chronic\pain"), abdominal pain ("abdominal pain\ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrohagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), menopause ("pre-menopausal"), urinary tract infection ("uti"), depression ("depression"), back pain ("lower back pain"), nausea ("nausea"), abdominal distension ("bloating") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal, vaginal haemorrhage, mental disorder, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder, menopause, urinary tract infection, depression, back pain, nausea, abdominal distension and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, mental disorder, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion updated as (B)(6) 2009(as reported from (B)(6)2011 current weight 185 lbs. Patient experienced another pregnancy which was captured in case no. 2019-204153. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in april 2009: total bilateral occlusion. Lot number: 628969 manufacture date: 2008-12 expiration date: 2011-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: depression, uti, lower back pain, lower abdominal pain, nausea, bloating, pre-menopausal were added. Lab data, reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure'), abortion of ectopic pregnancy ('pregnancy ectopic: still birth/miscarriage'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ketorolac tromethamine (toradol) and lorazepam (ativan). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain\ chronic\pain"), abdominal pain ("abdominal pain\ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrohagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, hormone level abnormal, vaginal haemorrhage, mental disorder, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, weight increased and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, bladder disorder, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion updated as (B)(6) 2009(as reported from (B)(6) 2009 current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information, lot number, concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure'), abortion of ectopic pregnancy ('pregnancy ectopic: still birth/miscarriage'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain\ chronic"), abdominal pain ("abdominal pain\ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("menorrhagia (bleeding b/w periods)"). At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion updated as (B)(6) 2009(as reported from (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received injury nos was replaced with pelvic pain, and new event abdominal pain, menorrhagia, menorrhagia, gen. Abnormal. Bleed, ectopic pregnancy, migration, miscarriage, of ectopic pregnancy, device ineffective were added ,lawyer was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.